Manufacturer narrative:
A.5 is unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp being placed to support a patient admitted in with acute myocardial infarction and cardiogenic shock. The product was placed after sheath placement issues. The team had to replace the 14 french due to damage and a new sheath was placed percutaneously at the axillary. No noted harm or injury to the patient. The patient survived the explant.

Manufacturer narrative:
The investigation for the introducer damage has been completed. No product was returned for analysis. Clinical details state that there was no product damage during the case but rather difficulty using the device. The root cause of the difficulty inserting/removing introducer was not determined as no product was returned for inspection and limited clinical information was provided.